Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system is not booting up. Review of the system log file confirmed grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced flexvision pc and hard drive. After replacement of the flexvision pc, hard drive and uploading software, the system was returned to use in good working. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.